Manufacturer narrative:
Investigation summary: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adaptor) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is bowed in appearance. The support sheath and the basket sheath are still attached. The basket sheath was found to have a kink 86.5 cm from the distal tip. The basket assembly cannot be moved and feels stuck. The support sheath appears glued to the end of the handle and broke loose with applied tension. The basket formation can now be manually actuated. One of the wires in the basket formation was noted to be broken. The basket wires have the appearance of being ¿caught¿ on something. The handle was reset and reassembled and the device functioned as intended. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy procedure, the head of the ncompass nitinol tipless stone extractor was broken. Two wires were broken on the basket. As reported, there was no unintended portion of the device left inside the patient¿s body and no additional procedures were needed due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.